Event description:
The customer reported the unit did not work. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit did not work. There was no pt involvement. The unit was evaluated by a philips field service engineer and the symptom could not be duplicated. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom was not duplicated.